Event description:
The customer reported to olympus that the touch panel display of the visera 4k uhd camera control unit intermittently blacks out. The issue was found during the receipt inspection of the device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers' allegation of "touch panel display intermittently blacks out" was not confirmed. The processor was under observation for four days and was working as intended. There were few additional findings. There were minor scratches on the top cover, chassis and front panel. Dust was found within the unit and the rear panel was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.